Manufacturer narrative:
The reported event was confirmed as the visual evaluation revealed that the tip pin missing and therefore the jaw has come loose.

Event description:
It was reported that during a cruciate ligament arthroscopy an issue with the reported device occurred. Nothing broke off during the surgery and the procedure was finished with the same device anyway. There was no harm for patient, operator or third party reported. It was not necessary to switch the surgical technique or do a second surgery. 23-feb-2022 update dw: further information were provided that a foreign body inside a patient was identified during the check up on an x-ray picture.

Manufacturer narrative:
The reported event was confirmed as the visual evaluation revealed that the tip pin missing and therefore the jaw has come loose. A probable cause could be the result of wear and tear from repeated use or the application of excessive force while interacting with tissue.